Event description:
It was reported that the patient had discomfort-like urges to go to the bathroom a lot. He had the therapy because he had bad kidneys and went to the bathroom a lot, every 15 to 20 minutes; he had overactive bladder. The patient was on program 2 at 1.5 volts but stated that program 1 gave them relief but they could not feel the stimulation. They had not been on program 2 since implant and stated that they had changed to that program recently. Also, their healthcare professional (hcp) had not recommended the setting change. With assistance, the patient was able to change to program 1 at 2.4 volts. About a month later it was reported that the patient went back to work about two days after implant and he was working his normal job when ¿it opened up.¿ he later ran a high fever, got sick, and went to the emergency room (ER) on (B)(6) 2015. An infection was discovered at the ER and his blood pressure was 201 over 104. He was put into a room and his wife found ¿this open thing on his back.¿ a culture was taken and methicillin-resistant staphylococcus aureus (mrsa) was found. The device got ¿messed up, it had staff in it.¿ the patient¿s ¿insurance would not let them take it out and they tried to save it.¿ he finally went to the ER on (B)(6) 2015 and an emergency removal surgery was performed. After surgery he had two holes in his back: a drain hole and a hole where the leads were down inside of it. The infection was in both sides and he was kept two days after it was taken out. The patient noted that ¿he liked it and wanted it to stay in there and work.¿ however, he stated that ¿he was kind of unhappy this stuff did not work to help his bladder out and he wanted the system to work and it did not work.¿ the patient clarified that he was disappointed the system got infected and had to be removed. It helped at first until (B)(6) 2015. He thought his doctor was going to do botox for a while ¿until things get back to normal.¿ after a time he wanted to try again, maybe a different device. No patient outcome was reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # va0u69h, implanted: (B)(6) 2015, product type lead; product ID neu_ptm_prog, serial # unknown, product type programmer, patient. (B)(4).